Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range pacing impedance measurements, measuring 2001 ohms in the bipolar configuration. The out of range measurement triggered a lead safety switch (lss). Following the lss, oversensed noise episodes were stored inappropriately as non-sustained ventricular tachycardia (nsvt). The lead was reprogrammed to unipolar pacing and bipolar sensing, and the impedance measurements dropped to normal limits. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range pacing impedance measurements, measuring 2001 ohms in the bipolar configuration. The out of range measurement triggered a lead safety switch (lss). Following the lss, oversensed noise episodes were stored inappropriately as non-sustained ventricular tachycardia (nsvt). The lead was reprogrammed to unipolar pacing and bipolar sensing, and the impedance measurements dropped to normal limits. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.